Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had multiple error alarms. Troubleshooting was performed. The customer stated that the insulin pump kept pushing insulin without the customer intervention. Reviewed the alarm history and found that the alarms were due to the battery not being in the insulin pump for over three weeks. Checked the bolus history and noticed that the customer did not bolus for a few weeks. The customer stated that he has been treating his high glucose with water and less food. Advised the customer that the insulin pump therapy does not require such restrictions on foot intake. The blood glucose was 279 mg/dl. The customer stated that he has an appointment with his doctor due to his high blood glucose. Advised the customer to discontinue use of insulin and revert to back up plan. No further info was provided.